Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. Device interrogation revealed diaphragmatic stimulation was present in all the pacing vectors. The lead was repositioned. The patient tolerated the procedure well and would continue to be followed.